Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred post-operatively, following hernia mesh placement. The patient has experienced symptoms post-operatively including hematoma with excessive internal bleeding, testicular nerve damage, intestinal nerve damage due to adhesions, nerve pain, excruciating pain, bowel movement problems, and nausea. The patient has been advised to undergo an orchiectomy to relieve symptoms and yearly endoscopic procedures to see if the adhesions are multiplying.